Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1221451. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the prn during use. The following information was provided by the initial reporter, translated from chinese: "at 15:30 on (B)(6) 2022, intravenous fluid was given to the patient, and an indwelling venous indwelling needle was used for the patient. After emptying the air, the prn joint of the indwelling needle was found to be leaking, and a new indwelling needle was immediately replaced, which can be used normally."